Event description:
It was reported that a spectrum pump had an air sensor and repeatedly displayed air in line tubing error. This occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem 'repeatedly displayed air in line tubing error' was not evaluated for and the device is no longer in the as received condition. A review of the event history log revealed multiple 'air in line' messages which verifies the issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Evaluation found that the ultrasonic sensor was out of range and failed to calibrate which is a potential cause of the reported issue. The ultrasonic requires replacement and the device will be tested prior to release to ensure the device meets all specifications prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.